Manufacturer narrative:
Add'l info has been requested and if received, will be provided on supplemental report. Same event as MDR 9610622-2011-00023.

Event description:
The area rep, reports the following: the theatre trauma nurse, reported to area rep that the fixation screw to hold the targeting arm and nail handle of the t2 femur target device together worked only the first time they used it. The second time, it would not hold the two pieces together properly. The previous area rep advised to replace the screw. They did but the same thing happened, the screw only worked the first time. They ordered 1 or 2 more screws, all with the same result. To be able to perform the surgery, they used the strike plate instead to connect the targeting arm to the nail handle. Since this is not the way to work, the hospital ordered a new target device and returned the old one so that it can be checked. The hospital does not have the fixation screws anymore, but the thread in the target device can be checked.